Event description:
Reported via patient call center it was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was selected to be used. The patient reported that they had a heart puncture during the procedure, there was a collection of fluid around the heart and a drop in blood pressure. The patient went to intensive care unit (ICU) post operation, and a drain was placed in the heart. The patient had many echocardiograms done and stayed for three (3) days in the hospital. The patient is doing well and had a follow up computed tomography (CT) scan which showed the closure device was sealed. The patient was placed on metoprolol, an anti-inflammatory after the procedure and continues taking eliquis.